Manufacturer narrative:
No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The device was received and an evaluation was conducted. The complaint was confirmed. Device history record review revealed nothing relevant to this event. The evaluation revealed that the returned chondral pick's distal tip is broken-off at the angled/bend area. The device met all material specification as received. The complainant's event is typically caused by excessive force or prying/leveraging during use. The potential cause(s) of this event will be communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted.

Event description:
It was reported that a 60 degree ankle arthroscopy chondral pick, ar-8655-06, was being used for an arthroscopic microfracture in a talus procedure while malleting the chondral pick, a ~8mm portion of the distal tip broke-off into the bone while microfracturing. The surgeon was unable to retrieve the broken piece arthroscopically and had to change to an open procedure in order to remove the piece. The broken piece was retrieved and the surgery was completed.